Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information was received on oct 21, 2015 with part and lot number of previously unknown reported prodisc-c was received and this separate report was created. (B)(4). Device history record reviews were performed for the subject device lot for both manufacturing and sterility. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient received two prodisc-c artificial discs in her neck approximately one year ago and developed a rash on her neck at the location of the incision/implants approximately one week later that has persisted since then. She noted that she has several allergies to latex, epoxies, and other materials and she wanted to know the implant materials to see if she may be allergic to them. She said she has been seeing an allergist and has tried several things to treat the rash without success. The patient was implanted with prodisc-c implants at levels c6 and c7 on (B)(6) 2014. Patient also has an allergy to nickel. Additional information was received by the implant surgeon on (B)(6) 2015. It was reported that the he patient received a two-level anterior cervical discectomy, left foraminotomy and total disc replacement at c5-c6 and c6-c7. The patient had a localized rash due to a skin infection not related to any allergy. This report is 2 of 2 for com-(B)(4).